Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush heads broke off during brushing [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via phone on (B)(6) 2018 the she purchased 4 oral-b power oral care refills precision clean, and they broke off during brushing. She reported she had previously used this version of brush head, and she never experienced this before. No symptoms were reported. Relevant history: none reported. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided.

Event description:
Brush heads broke off during brushing [device breakage]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via phone on (B)(6) 2018 the she purchased 4 oral-b power oral care refills precision clean, and they broke off during brushing. She reported she had previously used this version of brush head, and she never experienced this before. No symptoms were reported. Relevant history: none reported. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided.

Manufacturer narrative:
14-feb-2018 product investigation results: reporter returned toothbrush head on 08-feb-2018. Toothbrush head confirmed to be counterfeit.